Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Due to no device return, the complaint was not confirmed, and a definitive root cause of the reported complaint cannot be determined. The device IFU (instruction for use) advises: perform the prescribed inspections prior to first use and regularly thereafter to ensure continued satisfactory performance. Inspect the transducer plug pins, cord, and transducer body for mechanical damage (bent pins, cracks, etc.). Do not use a shockpulse-se system that fails to meet the criteria stated in the labeling or that has been damaged. Otherwise, injury to the patient, personnel and/or an adverse effect on the procedure could result. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during preparation for use, the device was found with broken component, debris coming off, power connection was damaged. There were no further details provided regarding the event. No patient involvement reported. No user injury reported.